Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): "air in line" alarm. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photograph depicting the IV set was received for evaluation. The photograph was evaluated, and air bubbles were observed in the tubing. A review of the nonconformance database was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Batch record (br) review also indicated no abnormalities or non-conformances. Additionally, five retained samples of the product with the same lot number were tested per specification with passing results. Based on the results of the photograph evaluation, the reported defect is confirmed. Although the reported defect is confirmed, the exact root cause for the air-in-line is unable to be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.